Event description:
Or nurse opened a new package of endoloop ligature coated vicryl and held it up against a light source and discovered two pin prick holes prior to introduction to the sterile field. Nurse sequestered the product and packaging. The discovery of these pin prick holes began early in 2012 and nurses are doing a work around to ensure they don't use the product that came out of a package with holes in it. The nurses have been inspecting every single package before they place the suture on the sterile field. We haven't seen any holes in the packaging for about a month. We have found one again this month. Company has not been very responsive to our complaints. They tell us the sterility of the product has not been compromised despite the holes but we cannot take the chance the product is still sterile if the or nurses see holes in the foil packaging. Mailer box was sent to the hospital and product was returned to the manufacturer for analysis.